Manufacturer narrative:
An event regarding instability following trauma involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results not performed no items were returned per hospital policy. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as follow-up notes are needed.

Event description:
It was reported that the patient fell creating collateral ligament injury and patella tendon rupture. The surgeon exchanged the tibial insert only for thicker insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that the patient fell creating collateral ligament injury and patella tendon rupture. The surgeon exchanged the tibial insert only for thicker insert.